Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 273 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.